Manufacturer narrative:
Remedial action # cont: z-2718-2020. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a stat order of heparin (25,000 units/250ml) was programmed to infuse at 10ml/hr. However, at shift change at 0700 on (B)(6) 2023, it was noticed that the infusion had "free flowed" and was infused in over two (2) hours instead. The patient's ptt level went from 23.6 to 139; however, no additional interventions were done other than monitoring. There was no harm to the patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2023 at 0700, a stat order of heparin (25000/250ml) was programmed to infuse at 10ml/hr. However at shift change it was noted the infusion had "free flowed" had free flow condition. Patient ptt went 23.6 to 139, however there was no harm to the patient.